Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any malfunction code recurred, which the caller acknowledged and understood.